Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three (3) good faith efforts (gfe's) executed with no additional information provided from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned to the olympus repair center and as a result the indicated phenomenon was not reproduced, and a probable cause was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information received from the surgical coordinator, that they do carry backup camera. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during an inspection for use, the camera head had no picture when plugged into camera box. There was no patient involvement.